Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an outflow graft stenosis on (B)(6) 2021. Pump flow was not influenced. Computed tomography (CT) imaging confirmed the obstruction. No intervention was performed by the customer initially. The patient then returned in (B)(6) 2021 and another CT scan was performed and further confirmed the stenosis. The scan revealed a long stretch of outflow graft obstruction, which caused no hemodynamic effect. On (B)(6) 2022 the stenosis was treated with stents.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no images were submitted for review and the device remains in use. The patient remains ongoing with heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU contains information regarding the preparation of the sealed outflow graft in section 5 ¿surgical procedures¿. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ section 6 contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information provided. The manufacturer is closing the file on this event.